Manufacturer narrative:
(B)(4). Therapy with dianeal 3.86% was ongoing at the time of death. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis with increased peritoneum permeability and subsequently passed away. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. Twenty-one days prior to receipt of this report the patient passed away. The cause of death was reported as ¿due to cardiogenic shock, provoked by pd peritonitis with increased peritoneum permeability in combination with the already known ischemic cardiomyopathy with poor left ventricular function¿. It was not reported if an autopsy was performed. Pd therapy with dianeal 1.36%, dianeal 2.27%, dianeal 3.86% and nutrineal were discontinued prior to death. Therapy with extraneal was ongoing until the time of death. No additional information is available.